Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 38 alarms noted during testing. The motor was tested outside of the device and passed. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Device was also received with minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm and it was damaged. The customer's blood glucose was 7.8 mmol/l. The insulin pump had dent on the screen and deep scratch on the keypad and few times keypad was not responding. The troubleshooting was performed for damage. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The device will not be returned for analysis.